Manufacturer narrative:
D5;h4: information unavailablef1:hsould not have been checked on initial medwatch. No medwatch was received by user facility. G4:information unavailable. Results of evaluation: conclusion: a,b) based upon the info received and the visual examination, it was confirmed that the sleeves were "broken" during surgery. Instrument "a" was shattered distally, and all the pieces could not be accounted for. Instrument "b" was broken 1" distal to the housing/cannula weld. The obturators were not received for analysis. C-f) these instruments were received in unopened blister packs. The instruments were examined and found to be conforming.

Event description:
The device was used during a laparoscopic cholecystectomy. The inner gasket on the flapper valve came off and fell off into he pt. The gasket was retrieved without incident. No other info was available. There was no consequence to the pt.